Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Procode: additional product code: hwc. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the tna for the diaphyseal fracture of the tibia. The sleeve was threaded through the aiming arm, and the proximal side was drilled. However, the drill interfered with the nail. The drill never passed through the nail at all. The drill bit was hammered, and it passed through the nail. From the second, the surgeon increased the flexion position and drilled. The drill bit passed through the nail. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) itibial nail advanced ø10 l315. This is report 2 of 4 for complaint (B)(4).